Event description:
The pt used the suspect device to check their blood glucose and obtained a result of 500 mg/dl. Pt retest and the result was hi. Pt dosed extra insulin. Pt had a reaction and emergency medical technician's were called. The emergency medical technician's tested pt's glucose at 30mg/dl on thier meter. Pt was treated with an unknown IV. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for eval.